Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient's family member that the patient had received a shock and that alert tones were being heard at intervals. It was further reported that the right ventricular (rv) lead exhibited varying pacing and defibrillation impedances. It was noted that the lead currently appears to be sensing appropriately however the varying impedances indicate a potential coil integrity issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional alerts were triggered due to non-sustained episodes and short v-v intervals.